Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-20 that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Accuracy testing was performed using in-house file samples of reagent lot 01813i000. Three architect isystems were calibrated. Six replicates of a non-abbott control (three levels) were tested on each analyzer in both the routine and stat modes of operation. All results generated met passing specifications for each level and per each mode of operation. A study was reviewed "performance characteristics of six intact parathyroid hormone assays " ; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Abbott has identified that a major contributor to the observed increase in patient sample values has been the instability of the architect intact pth calibrators. Therefore, architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address the calibrator instability. Based on the results of the current evaluation and the information from the customer site, it was determined that the architect intact pth assay is performing as intended. A product malfunction was not identified.

Event description:
The customer reports falsely elevated architect ipth assay results were generated on an architect i2000sr analyzer. The customer reports that approximately 70 serum and plasma samples are involved. Architect ipth values ranged from 60.4 pg/ml to 831.7 pg/ml. The customer states that the samples were also tested on a non-abbott platform (immulite) and all generated results within the normal reference range of approximately 15.0 to 68.3 pg/ml (the actual results were not made available by the customer). In general however, the customer noted that the architect results were approximately 40% higher than the immulite results. No suspect results had been reported from the lab. Controls run on the architect platform have remained within specifications. There is no impact to patient management reported.